Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va01w69, implanted: 2012 (B)(6); product type lead (B)(4).

Event description:
It was later reported, the patient had their pelvic spine scanned the day of report and felt a jolting in the pelvic area as well as shooting pains so the technician ended the scan. It was stated, the purpose of the MRI was to address low back pain and had nothing to do with the device.